Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 86 mg/dl. Customer reported the insulin pump was exposed to moisture not sure if it got wet customer entered the pool but the device was suspended high, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. A bolus was programmed and delivered. No unexpected suspend was noted. Moisture damage was noted on the display board.